Manufacturer narrative:
On 15-jan-2026, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial flutter (afl) ablation procedure with a smart touch unidirectional which had an irrigation issue during use on the patient. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection and irrigation test of the returned device were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. An irrigation test was performed and the device was not irrigating. The device was dissected and a bent and an occlusion by presumably blood was observed inside the irrigation tube at the luer hub area. A manufacturing record evaluation was performed for the finished device batch number, and no internal action were identified. The bent and occlusion found in the irrigation tube could be related to the irrigation issues reported by the customer, therefore, the complaint was confirmed. The root cause of the occlusion and the bent could not be determined. The instructions for use contain the following recommendations: flush the catheter with heparinized saline prior to insertion into the body. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter (afl) ablation procedure with a smart touch unidirectional which had an irrigation issue during use on the patient. It was initially reported by the customer that device (including port, luer hub) was not irrigating. A second device was used to complete the operation. There was no adverse event reported on patient. The customer's reported occlusion issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 6-nov-2025, additional information was received clarifying that the irrigation issue was suspected to be with the catheter. The issue was not noticed during use on the patient. Preoperative flushing was reported to be normal. There were no errors noticed from the irrigation pump. The issue was noticed as they felt resistance while trying to flush through the catheter. To troubleshoot the drain valve was directed to side and it flush drain properly, when directed to catheter it was unable to drain. The correct catheter settings were selected on the generator and there were no flow rate change issues at the start of ablation. Based on this new information which indicates the irrigation issue occurred during use on the patient, the event was reassessed as an MDR reportable malfunction.

Manufacturer narrative:
The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to smart touch unidirectional approved under p030031/s053. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).